Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific reported that after an estimated implantation period of 130 months it was reported that this lead was explanted. Upon explant visual inspection an insulation damage was noted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 46 cm proximal to the lead tip. Only the distal fragment with an inserted explantation tool was received for analysis. The proximal fragment including the is-1 connector pin lead tip was not returned for analysis. The returned lead fragment was visually and electrically analysed. The visual inspection showed abrasion marks along the lead body. In particular, approximately 18 cm, 3 cm and 2 cm proximal to the lead tip the lead body showed a rubbed through insulation confirming the clinical observation. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result from interaction with another implantable device such as the generator or the nearby lead. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.